Manufacturer narrative:
Section b3: date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's ipg had shifted and was not lying flat. Patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned and sutured in place. Effective therapy was restored post-op.